Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v466393, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a (B)(6) infection. The etiology of the issue was noted as ¿new illness, injury¿. The patient was admitted to the hospital on (B)(6), 2012 and taken to surgery where interventions of debridement down to the muscle, wound vac, and primary closure of the abdomen were reported. It was also noted patient was taken to the ICU post-operatively. Additional treatments/diagnostics included incentive spirometry, deep vein thrombosis (dvt) prophylaxis, wound culture, and an abdominal x-ray. Patient symptom of drainage from the abdominal wound was also noted. The patient was discharged from the hospital on (B)(6), 2012 with the outcome, as of (B)(6), 2013, reported as resolved without sequelae. Additional information received on (B)(6), 2013 noted that the patient outcome of resolved without sequelae date was (B)(6), 2013 and not (B)(6), 2013 as previously reported. Further information received on (B)(6), 2013 reported additional diagnostics/treatments included gi prophylaxis consult, pulmonary consult for sleep apnea, asthma, and infectious disease. Diagnostics imaging of the patient¿s abdomen and chest performed on (B)(6), 201[2] showed no acute findings. CT scan of the patient¿s abdomen and pelvis performed on (B)(6), 2013 showed no acute findings. It was also noted that there was laboratory bloodwork (per hospital source) performed (results not reported). If additional information is received, a follow up report will be sent.